Event description:
Health care professional reported cycler "tubing burst inside of pump" of pac-xtra device during 2nd day of tubing use. Pt was given prophylactic antibiotics and no injury resulted, per health care professional. Facility reports reusing set tubing for a total of two days.